Event description:
It was reported that this pacemaker had sudden drop of battery from seven and a half years to two and a half years of longevity for a span of one year only. Initial analysis indicated that the power consumption of the device was increasing in a gradual fashion. The boston scientific technical services (ts) recommended that the device either be replaced or have the battery status re-evaluated. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had sudden drop of battery from seven and a half years to two and a half years of longevity for a span of one year only. Initial analysis indicated that the power consumption of the device was increasing in a gradual fashion. The boston scientific technical services (ts) recommended that the device either be replaced or have the battery status re-evaluated. To date, the device remains in service. No adverse patient effects were reported.